Manufacturer narrative:
One used sample was received for evaluation. Visual inspection revealed no damages or abnormalities. The flapper valve was examined and found to remain closed when the catheter is not advanced. An attempt to duplicate the reported leak by using water was performed. No leak was observed. The complaint could not be confirmed as reported. No root cause identified. All information reasonably known as of 10 oct 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for lot m6242t802 was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 aug 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that there was a leak at the junction between the sheath around the tubing and on the blue valve side. The suction was not effective. The system was changed out for a new device. No clinical consequences for the patient. No further information provided.